Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on results the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the bending section rubber adhesive was worn out however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s contact information, occupation and health profession are unknown at this time. The scope is pending evaluation and further microbial testing. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed by the user facility that after a microbiological routine control on this cysto-nephrofiberscope, the user facility detected an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. The user then left the medical device to the (B)(6) olympus subsidiary for further investigation. The scope was not used on patient.

Manufacturer narrative:
This supplemental report is being submitted to report the legal manufacturer¿s investigation. Additional information from the customer states the scope was brand new. The customer uses aniosyme x3 detergent and anioxyde 1000 disinfectant. The scope is stored in a drawer.